Event description:
It was reported that the pump had latch and lock issues. The event had occurred during testing. The customer returned the device stating, "the pump had latch and lock issues during testing". During device evaluation it was found the downstream occlusion (dso) seal was lifting and dso sensor was replaced to correct the issue.

Manufacturer narrative:
The suspected device was returned for evaluation. During visual inspection, it was found that the battery compartment damaged, liquid crystal display (lcd) lens damaged and downstream occlusion (dso) seal lifting. The event history log was reviewed and there was alarms error. During the functional testing, the customer reported issue was not confirmed. For the alarm error, the dso sensor and seal were replaced to correct the issue. The upstream occlusion (uso) sensor was calibrated. Updated software to the latest version and reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests after the repair.